Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 lead, implanted: (B)(6) 2008. T505c21 heart valve implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance in bipolar mode, almost a short from tip to ring. The lead was reprogrammed to unipolar mode from tip to can and the pacing impedance was within normal limits. The physician elected to leave the lead in unipolar mode rather than replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.